Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. This is the 5th of 5 occurrences. Only 4 patients were affected the 5th occurrence was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes. The following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance); no erroneous results were reported; additional information recvd (B)(6). "5 tubes affected but only 4 patients - please clarify if only 4 patients were affected: I am thinking it was 4 affected and the 5th one was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes."

Manufacturer narrative:
Bd received (B)(4) samples and no photos for investigation. The customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-plt, hgb, hct, mcv, mch) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. 100 retentions were also visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for erroneous results-plt, hgb, hct, mcv, mch. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. The pediatric patient returned for re-draw and the results were normal. Erroneous results were not reported. This is the 5th of 5 occurrences. The following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance). No erroneous results were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. This is the 5th of 5 occurrences. Only 4 patients were affected the 5th occurrence was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes. The following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance); no erroneous results were reported. Additional information recvd 05apr23. "5 tubes affected but only 4 patients - please clarify if only 4 patients were affected: I am thinking it was 4 affected and the 5th one was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes.".

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes an erroneous blood count result was obtained. This is the 5th of 5 occurrences. Only 4 patients were affected the 5th occurrence was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes. The following information was provided by the initial reporter: pediatric patients specimens showed a low blood count, and normal blood count on a re-draw (50 vs. 192, in one instance); no erroneous results were reported. Additional information received 05apr23. "5 tubes affected but only 4 patients - please clarify if only 4 patients were affected: I am thinking it was 4 affected and the 5th one was having our pi test her own blood with different drawing techniques (vacutainer vs syringe) and different tubes.".